Event description:
The device was programmed to ddd, lr = 60, ur = 140, avd =200/150. The device is pacing dual chamber at 60. As the magnet was applied, the pacing rate fluctuated for two cycles before the tmt (threshold margin test). The tmt was followed by asynchronous pacing at 70 (even though the device is programmed to 60). Later, the device returned to normal behavior and the pt was sent home.